Manufacturer narrative:
The investigation root cause is unknown. The pump was returned and evaluated. Fast flow was observed during sample evaluation and destructive analysis confirmed that the tip of the red prime key had broken off inside the pca thereby keeping the by-pass valve open and resulting in the observed fast flow. Review of the DHR identified no issues observed during the manufacturing process which would have contributed to the incident observed. One assignable cause for the broken piece of the red tab remaining in the pca unit is user incorrectly removing the red tab from the pca unit. Investigations have been put in place in order to mitigate the potential for use error. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The device history record for the lot number, 0202357110, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was received partially full. The pinch clamp was opened and the pump infused at all selectable rates. A visual observation found the tip of the red priming key had broken off and remained in the pca. The tubing was cut below the blue connector to drain the pump. A male and female luer were used with cyclohexanone. Flow accuracy testing as performed with the saf set to 14ml/hr. After 21.5 hours of testing the pump yielded a flow rate of 20.73ml/hr which is above speciation with a +/- 20% tolerance. Pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.81psi. The saf flow rate 2ml/hr yielded a flow rate of 2.04ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.71ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.49ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 12.55ml/hr which is within specifications with a +/- 20% tolerance. Destructive analysis was performed. The pca was opened and the tip of the red prime key was observed under magnification. Signs of stress were present on the prime key tip. The investigation summary for the pump concluded that a fast flow was observed and the red prime key was broken. During the flow accuracy test, the pump flow rate was above specifications. Analysis confirmed that the tip of the red prime key had broken off inside the pca keeping the by-pass valve open. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The investigation is on-going. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550 ml. Flow rate: 6 ml/hr. Procedure: manipulation after total knee amputation. Cathplace: nerve block (abductor canal block). A report was received stating pump completely infused overnight. It was started at 8:00am on (B)(6) 2016. When the patient went to physical therapy on (B)(6) 2016 around 3:00pm to 4:00pm. The physical therapy staff noticed the pump was empty. The patient did not have any adverse effects. The anesthesiologist then filled this pump with water, and turned the dial to zero. When the white clamp was opened, there was medication coming out of the end luer. The health care provide looked into the hole where the priming red key had been. The health care provider could see a small red piece of material inside. The pump was primed with the red key already pulled before shipping to the hospital. No additional information was provided.